Event description:
Device malfunction: unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the clip was deployed; however, hemostasis was not achieved. Manual compression was applied for 10 minutes, but hemostasis was not achieved. A femostop was placed and hemostasis was achieved. Upon inspection of the device, the clip was not visible. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.